Event description:
It was reported that suctioning difficulties were encountered with usage of a 14 fr. Catheter and three (3), size 4 fen, fenestrated low pressure cuffed tracheostomy tubes. There was one pt involved with no pt compromise. Two (2) of the 4 fen devices were discarded. One (1) 4fen device was returned to the MFR for identification, analysis and investigation on 11/7/97.